Event description:
It was reported that the tubing connecting the sensor vent port was broken, like if it had been cut. There were no pt complications reported.

Manufacturer narrative:
Device not returned.